Event description:
During spinal fusion procedure, cell saver produced a burning smell. Cell saver was removed from operating room and taken to smic (scientific medical and instrumentation center). There was no harm to the pt. Medtronic engineer was contacted and determined that the exhaust filter for the vacuum pump was clogged and the exhaust blowing through the clogged filter created the smell. There was no actual burning. The filter was replaced, preventative maintenance was performed. Filters are changed every 12 months per medtronic instructions. This filter had been in place for 11 months.